Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) alert. Disk analysis was performed which confirmed the bd alert was due to extended magnet exposure, which will cause a transient drop in battery voltage, presenting the bd error. The voltage has recovered as expected. It was noted that this s-ICD has had several extended exposures to a magnet over the past year that have resulted in a decrease in battery voltage. The voltage has recovered with each instance. This s-ICD remains in service. No adverse patient effects were reported.